Event description:
In 2005, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was set to the "mmol/l" setting, rather than the "mg/dl" setting. The pt reported obtaing a "9.1 mmol/l" (converts to 164 mg/dl) on the reported device. There was no indication that the pt experienced any symptoms as a result of the change in the unit of measurement. No actions were taken following the use of the meter that would affect her blood glucose levels. The pt did not seek any medical attention due to the change in the unit of measurement. The customer care advocate verified that the meter was previously set to correct unit of measurement and she had not entered the meter settings. The meter was replaced.